Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was communicated that the patient came into the emergency room on (B)(6) 219 with a 103 degree fever with swelling, redness, tenderness, pain, and drainage at the drive line exit site. The culture was positive for staphylococcus. The patient was treated with intravenous antibiotic clindamycin. There was a plan to also treat the exit site with silver nitrate and to transition to oral antibiotics. The patient no longer had a fever on(B)(6) 2019 but had exit site redness, drainage, and pain still present. The patient was switched to daily dressing changes rather than the standard twice a week. The patient claimed to the bedside nurse that she had not been following her standard drive line exit site protocol prior to admission for the drive line infection. No further information was provided.